Event description:
It has been reported that the allura system could not perform x-ray and showed a tube error message. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system could not perform x-ray and showed a tube error message. Fse visited onsite and tube filament coils were measured. Large and small filaments were measured higher than 5 mh. The tube was found to be defective. Since the tube cannot work, whether there is a converter failure in the system can be seen after the tube replacement, but the quotation has not been accepted by the customer, and service has not been provided. The codes were updated based on the investigation outcome. Evaluation method code was corrected.